Event description:
The customer has reported that the control module would not power up after changing the probe to do a second site. The technician tried to change different outlets and unable to power the mammotome system up. Patient was rescheduled.

Manufacturer narrative:
D4; h4,6: info anticipated, but unavailable at this time.